Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high during sensor glucose versus blood glucose troubleshooting. The customer reported that patient's blood glucose at time of incident was 400 mg/dl. Patient's current blood glucose was 367mg/dl. The customer treated high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. The customer was advised to monitor blood glucose and call back if high blood is ongoing. The insulin pump will not be returned for analysis.